Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system. The shaft of the device was kinked proximal to the mounted stent. The handle shaft was found to be bent, and the deployment handle was detached from the outer sheath. A functional evaluation was performed, and it was not possible to retract the outer sheath by hand in order to deploy the stent. The inner shaft and stent were withdrawn from the device, and it was noted that the inner shaft was kinked. This kink was consistent with the kink found on the outer sheath. Examination of the deployed stent found no anomalies. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted within the patients colon on (B)(6), 2010. According to the complainant during the colonic stenting procedure, the device was passed through the stricture however the stent would not deploy. The stent then snapped at the shaft but was able to be removed safely. The procedure was completed with a 9 cm wallflex colonic stent. There were no patient complications reported as a result of this event. The patient was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted within the patients colon on (B)(6), 2010. According to the complainant during the colonic stenting procedure the device was passed through the stricture however the stent would not deploy. The stent then snapped at the shaft but was able to be removed safely. The procedure was completed with a 9 cm wallflex colonic stent. There were no patient complications reported as a result of this event. The patient was reported to be stable post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient was over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.